Event description:
Customer reports that after 24 hours, the device had been implanted, the nurse found out the patient line detached from the patient stopcock. Please note that our sales representative has also provided few additional details: when the patient line was found detached, the patient was awake; during the night before, patient tossed and turned.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.